Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through resetting the pump, after which the cgm error did not reappear. The caller successfully started their sensor session.